Event description:
Medtronic received a report that post successful stent delivery, the ptfe sleeves of a pipeline flex with shield technology stent delivery system became jammed in the distal end of a phenom 27 microcatheter during removal. The patient was undergoing surgery for treatment of an unruptured, saccular, left internal carotid artery (ica) aneurysm with a max diameter of 6 mm and a 3 mm neck diameter. The landing zone arterial diameter was 4.25 mm distally and 4.45 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as good. The pipeline shield device was successfully deployed using the phenom 27 microcatheter. During retrieval, severe friction or difficulty occurred. When attempting to recapture the delivery system with the phenom 27 (post deployment), the ptfe sleeves jammed in the tip of the phenom, and the delivery wire was unable to be recaptured. Gently pressure was applied in attempt to try and pass the sleeves without success. The microcatheter was then removed with the delivery wire (still jammed in the distal tip of the phenom27) and returned for inspection. It was noted this has happened previously. No patient symptoms or complications were associated with this event. It was reported: "patient is doing well. Stent is in place and result is good. Issue was with the delivery system post deployment".  The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label).

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, product ID unk-nv-fg15 (lot unknown);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.